Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did took the charge and booted up. The receiver log was downloaded and reviewed. It was found in the logs that the alarms were activated and snoozed by the user. Manual "try it" testing and was performed and passed. A global receiver functional test was performed, and it passed all the relevant testing. A global receiver communication tool test was performed, and it passed audio tests. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output.